Event description:
Novasure machine was set up and the handpiece was opened. The md went through the set up steps for the novasure. The machine indicated that it was ok to proceed. The enable button was pressed, the md pressed the footpedal to activate the unit. The unit worked for about nine seconds and the unit indicated "position array". The steps were all repeated, and the unit worked for nine seconds and showed an alarm "vacuum". The procedure was stopped.